Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4). Results: results pending completion of evaluation. Conclusions - conclusion not yet available-evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during set up, the yellow cap on the end of the pigtail line off of the oxygenator broke off, leaving the stem of the cap plugged into the tubing. No patient involvement; product was changed out; procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on august 9, 2017 .   (B)(4). Visual inspection of the returned sample was not able to confirm the reported damage to the non-vented cap on the pigtail/quick disconnect line off of the oxygenator; therefore, the complaint was not confirmed. The yellow non-vented cap was missing from the pigtail line. There was no stem from the cap plugged into the luer on the pigtail line, either. No damages were noted anywhere on the oxygenator unit. A retention sample was visually inspected and confirmed to not have any damages to the oxygenator unit or pigtail line. All oxygenators are 100% visually inspected at several points in the production process. The packaging of the product also ensures protection against damage to the product. It is likely that the cap was damaged by a shock force at some point during the handling of the product; however, when or how this shock force was applied was not able to be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.